Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and discovered that the sample probe had not been replaced and/or calibrated in the last 365 days and the preventive maintenance was overdue. The fsr performed the preventive maintenance in addition to the modules internal decontamination. However, a definitive part or cause of the issue was not identified. The instrument service history review of the (B)(6) verified no subsequent falsely elevated stat troponin-I results were reported since the current issue was identified. A review of tracking and trending of the architect i1000sr did not identify any trends for the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i1000sr instrument for two male patients. The following data was provided (customer reference range male <20 pg/ml): sid (B)(6), suspected mi, initial troponin result (B)(6) 2025 16.97 pg/ml, repeated 25.54 and 14.87 pg/ml. Sid (B)(6), initial troponin result (B)(6) 2025 8.52 pg/ml, repeated (B)(6) 2025 25.24 pg/ml rerun (B)(6) 2025 8.50 pg/ml . No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i1000sr instrument for two male patients. The following data was provided (customer reference range male <20 pg/ml): sid (B)(6), suspected mi, initial troponin result (B)(6) 2025, 16.97 pg/ml, repeated 25.54 and 14.87 pg/ml. Sid(B)(6), initial troponin result (B)(6) 2025, 8.52 pg/ml, repeated (B)(6) 2025 ,25.24 pg/ml rerun (B)(6) 2025, 8.50 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: sample ID's are (B)(6).